Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been evaluated. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Conclusion: the definitive root cause of the handpiece not activating could not be determined. However, per the device's functional checklist, a handpiece undergoes a set of tests with a test console prior to being shipped out. It is necessary for the handpiece to be recognized by the console in order to move forward with the functional tests, which include basic motor activation at a specific setting. This suggests that the handpiece was shipped free from damages resulting in the inability to be operated. This may mean the damages incurred may be a result of transportation or user handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user complaint was confirmed. Visual inspection was performed on the hand piece which identified corrosion on the pins of the connector. A functional test was executed on the hand piece using the manufacturer's test console along with the manufacturer's test foot switch. Hand piece recognition and history were verified with no anomalies while bipolar blade installation and security onto the hand piece were completed with no issues. The hand piece did not activate following foot switch activation. Resistance measured within standard specifications. The device failed hand piece inspection. The cause of the reported event cannot be conclusively determined. Corrosion was identified on the connector; however, it was concluded corrosion would not cause the reported issue.

Event description:
It was reported that during an unspecified procedure the hand piece was not activating. The surgeon attempted to use the foot pedal and the hand piece did not work. It was switched out with the other hand piece and the procedure was completed. No patient harm was reported as a result of this event. No additional information is available.